Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the heparin prefilled syringes. The customer reports spoke with mother and father in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Pt had affected lots in home. Mother reports coughing, stomach ache, and intestinal gas previous 7-10 days. Denies any diarrhea. Replaced with bd brand heparin pfs flush. A week later, f/u with mother who reports no complaints of stomach ache or coughing since using new bd brand heparin flushes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.